Event description:
It was reported there was no telemetry and there was an ¿interference¿ message on the clinician programmer (8840) upon running impedance. It was thought it was an issue with the lead as they were replacing the implantable neurostimulator (ins). Information received four days later indicated the cause of the issue to be ¿something¿ in the operating room that was causing interference between the telemetry head of the 8840 and the ins. The 8840 would not communicate with the ins unless the telemetry head was directly against (touching) the ins. Impedances were checked and the ¿low¿ numbers confirmed the electrodes were working properly. The issue was resolved. Impedances were checked again in the post-anesthesia care unit with the same ¿low¿ numbers and the ins was successfully programmed. It was set at a ¿low¿ amplitude of 1.7v. The patient had not had any issues since the implant.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 3093-28, lot# v447408, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).